Manufacturer narrative:
Unit received with blank display. Problem isolated to the electronic assembly. Pump received with minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple scratches. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial submission was incorrectly submitted as a 5 day report and no action is required to prevent an unreasonable risk of substantial harm.